Manufacturer narrative:
The device has not yet been received at the MFR for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a total hip procedure, the tip of the device broke off at the distal end and fell into the femoral canal. The surgeon left the tip in the pt and took an x-ray to determine the location of the tip. The x-ray did not show the location of the tip. A back-up device was retrieved the case was completed with minimal delay. The pt was not given any additional medical treatment as a result of the event.